Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged sinus issue, kidney issue, visualization of particles and discolored mucus. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 17, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sinus issue, kidney issue, visualization of particles and discolored mucus. Additional information was received about the alleged congestion and dry mouth. Section h6 updated in this report.